Event description:
It was reported that this pacemaker, had triggered lead safety switch (lss) due to high impedances our of range on the right atrial (ra) lead. Additionally, the pacemaker delivered inappropriate atrial tachy response (atr) and upon interrogation it was found two signal artifact monitoring (sam) episodes due to minute ventilation (mv) oversensing. Furthermore, the patient was seen in clinic the next day and the device was reprogrammed. Nonetheless, noisy signals were still present and loss of capture was found in bipolar configuration. It is suspected an outer conductor fracture on the lead. The physician decided to reprogrammed the device to unipolar at this time. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker, had triggered lead safety switch (lss) due to high impedances our of range on the right atrial (ra) lead. Additionally, the pacemaker inappropriately stored atrial tachy response (atr) episodes due to oversensing noisy signals and upon interrogation it was found two signal artifact monitoring (sam) episodes due to minute ventilation (mv) oversensing. Furthermore, the patient was seen in clinic the next day and the device was reprogrammed. Nonetheless, noisy signals were still present and loss of capture was found in bipolar configuration. It is suspected an outer conductor fracture on the lead. The physician decided to reprogrammed the device to unipolar at this time. No adverse patient effects were reported.

Manufacturer narrative:
Correction h6 codes and b5.

Event description:
It was reported that this pacemaker, had triggered lead safety switch (lss) due to high impedances our of range on the right atrial (ra) lead. Additionally, the pacemaker inappropriately stored atrial tachy response (atr) episodes due to oversensing noisy signals and upon interrogation it was found two signal artifact monitoring (sam) episodes due to minute ventilation (mv) oversensing. Furthermore, the patient was seen in clinic the next day and the device was reprogrammed. Nonetheless, noisy signals were still present, and loss of capture was found in bipolar configuration. It is suspected an outer conductor fracture on the lead. The physician decided to reprogram the device to unipolar at this time. No adverse patient effects were reported. Additional information was received which indicated that this patient exhibited two syncopal episodes due to noisy signals in the ra lead and asystole. Boston scientific technical services (ts) discussed testing in bipolar configuration to see if it senses as expected, nonetheless, indicated that it may have the same noise if it is actually fractured. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker, had triggered lead safety switch (lss) due to high impedances out of range on the right atrial (ra) lead. Additionally, the pacemaker inappropriately stored atrial tachy response (atr) episodes due to oversensing noisy signals and upon interrogation it was found two signal artifact monitoring (sam) episodes due to minute ventilation (mv) oversensing. Furthermore, the patient was seen in clinic the next day and the device was reprogrammed. Nonetheless, noisy signals were still present, and loss of capture was found in bipolar configuration. It is suspected an outer conductor fracture on the lead. The physician decided to reprogram the device to unipolar at this time. No adverse patient effects were reported. Additional information was received which indicated that this patient exhibited two syncopal episodes due to noisy signals in the ra lead and asystole. Boston scientific technical services (ts) discussed testing in bipolar configuration to see if it senses as expected, nonetheless, indicated that it may have the same noise if it is actually fractured. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information received reported that this pacemaker and right atrial (ra) lead exhibited either ra loss of capture (loc) or functional non-capture from pacing into the patient's junctional rhythm. Both an atrial pace (ap) and atrial sense (as) are observed, with the as right on top of the qrs. Additionally, there was a distinct farfield signal, separate from the normal as. Atrial tachy response (atr) episodes were inappropriately stored due to unipolar / myopotential noise with oversensing. Technical services (ts) discussed troubleshooting options and programming considerations, and further device and lead evaluation was recommended at the upcoming follow up. This pacemaker and ra lead remain in service. No additional adverse patient effects were reported, and it was noted that patient was in a nursing home.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker, had triggered lead safety switch (lss) due to high impedances out of range on the right atrial (ra) lead. Additionally, the pacemaker inappropriately stored atrial tachy response (atr) episodes due to oversensing noisy signals and upon interrogation it was found two signal artifact monitoring (sam) episodes due to minute ventilation (mv) oversensing. Furthermore, the patient was seen in clinic the next day and the device was reprogrammed. Nonetheless, noisy signals were still present, and loss of capture was found in bipolar configuration. It is suspected an outer conductor fracture on the lead. The physician decided to reprogram the device to unipolar at this time. No adverse patient effects were reported. Additional information was received which indicated that this patient exhibited two syncopal episodes due to noisy signals in the ra lead and asystole. Boston scientific technical services (ts) discussed testing in bipolar configuration to see if it senses as expected, nonetheless, indicated that it may have the same noise if it is actually fractured. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information received reported that this pacemaker and right atrial (ra) lead exhibited either ra loss of capture (loc) or functional non-capture from pacing into the patient's junctional rhythm. Both an atrial pace (ap) and atrial sense (as) are observed, with the as right on top of the qrs. Additionally, there was a distinct farfield signal, separate from the normal as. Atrial tachy response (atr) episodes were inappropriately stored due to unipolar / myopotential noise with oversensing. Technical services (ts) discussed troubleshooting options and programming considerations, and further device and lead evaluation was recommended at the upcoming follow up. This pacemaker and ra lead remain in service. No additional adverse patient effects were reported, and it was noted that patient was in a nursing home. Additional information received reported that the ra lead of this pacemaker triggered an alert due to low p-waves, however it was more likely that the device was picking up farfield signals instead of true p-waves. It was noted that the alert was typically triggered for amplitudes less than 0.5 mv, and the patient's p-waves were typically 3-4 mv. Previous discussions suggested switching to a fixed sensitivity of 0.75 mv. However, ts advised against anything less sensitive than 0.5 mv due to the patient's history of paroxysmal atrial fibrillation (paf). It was noted that there was approximately 1 year remaining on the battery, and the plan was to address the atrial lead issues at device replacement time. This pacemaker system remains in service. No additional adverse patient effects were reported.